Manufacturer narrative:
The reported event of ¿unable to load the device onto the delivery catheter¿ that may have been caused by the loading tool was not confirmed. All mechanical dimensions and functions of the loading tool were found in specification and normal. No device anomalies with the loading tool were found.

Event description:
Related manufacturing reference number: 2017865-2024-71590. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp came with the incorrect loading tool. The lp was able to be docked successfully. During fixation, it was noted that the lp prematurely separated from the catheter and was hanging off the tissue. The device was removed and reimplanted with a new catheter and loading tool. The patient was discharged post procedure.